Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.

Event description:
The customer reported that she was hospitalized with high blood glucose reading of 400 mg/dl. The customer complained of chest pain, feeling faint and low blood pressure. Troubleshooting was performed, and the insulin pump was programmed correctly. Her basal rates had just recently been adjusted. The insulin pump passed the prime and high pressure tests. Nothing further was reported.